Event description:
A discrepancy problem in blood liters processed with the software revision 3.33.3. An example was explained by the chief nephrologist to a gambro clinical nurse specialist (rn): by calculation: 3.45 hours or 225 minutes at pump speed of 500 cc/min the liters processed should be 112.5; the phoenix: 3.45 hours or 225 minutes of treatment time and dialysis time, pump speed of 500 cc/min and blood flow of 500 cc/min, arterial pressures in an average of 230 mmhg, liters processed: 129.2. No alarms occurred during treatment.